Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). Report mailed to FDA on 07/25/2014. (B)(4).

Event description:
A co rep advised that a surgeon reported low infusion pressures and a biomedical rep reported that a lamp needed to be replaced. Upon follow up, a co rep provided the patient experiences a choroidal detachment on 1 day post op as a result of the low pressure. Additional info has been requested.